Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular malposition cannot be confirmed. However, it is possible that patient factors [severe calcification of the native valve,moderate aortic root calcification, and an elliptical shaped annulus 21.7mmx28.2mm)] and procedural factors (inadequate adjusting of valve positioning during deployment) caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 26mm sapien valve moved ventricular during deployment, resulting in a 70:30 ventricular position and moderate paravalvular leak (pvl). A second 26mm sapien valve was deployed in a 50% more aortic position, which reduced the pvl to trace. The patient was extubated and transferred to the intensive care unit in stable condition. The native aortic annular diameter was 23mm by tee and 21.7mmx28.2mm (area 460.8) by CT. The native aortic valve was severely calcified. The aortic root was moderately calcified. The sinotubular junction (stj) diameter was 28.2mm, and the sinus of valsalva (sov) diameter was 28.6mm. The patient¿s ejection fraction (ef) was 60%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the ventricular malposition was that the sapien valve moved ventricular during the slow inflation of the delivery balloon and not enough aortic adjustment was made.